Event description:
It was reported by the customer that the device was being used during a resusitation of an elderly male pt. The user pressed the advisory button twice to enter the manual mode. The enter manual mode "yes/no" appeared on the screen and the device reverted to AED mode when charge was pushed. The pt was not resuscitated.

Manufacturer narrative:
A clinical review of the reported event determined that the device use may have contributed to the pt's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. It was also noticed that the user did not enter manual mode correctly (selecting "yes" on the confirm screen) and did not press the shock button following the shock and advised prompt. This sequence continued for 2' 26" at which time a shock was successfully delivered in manual mode. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.